Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting an abnormal discrepancy in lead impedance measurements (medtronic leads) between the psa and the ipg. The physician opened the pocket, reinserted the leads and had acceptable impedance measurements.